Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a laparoscopic sigmoidectomy, they noted that there was a redness over the entire circumference. The next day a blisters occurred not over the entire circumference. There was a tissue damaged reported.